Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary left knee surgery, the nurse opened the box and upon dumping the implant into the sterile field, the nurse noticed that the outer packaging was missing the plastic lid inside of the packaging that holds the device in place. Another device was on hand and was used to complete the case with no delay or adverse consequence to patient or user.

Manufacturer narrative:
An event regarding packaging issue involving a triathlon baseplate was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because not all of the packaging components were returned; only the device, outer box and outer tyvek sheet with a patient label were returned. It cannot be determined what else was included or missing. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that during a primary left knee surgery, the nurse opened the box and upon dumping the implant into the sterile field, the nurse noticed that the outer packaging was missing the plastic lid inside of the packaging that holds the device in place. Another device was on hand and was used to complete the case with no delay or adverse consequence to patient or user. Update from rep to clarify what packaging was missing: "the inner tyvek lid was missing."